Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The n2o valve and chain link system was recalibrated, and the unit was returned to service.

Event description:
The hospital reported that, rotameter and chain link system requires calibration. There was a percentage of nitrious oxide in the fresh gas mixture when only oxygen was dialed up. There was no reported patient involvement.